Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. Possible causes were discussed and troubleshooting options were recommended. At this time, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).